Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break occurred. Vascular access site was obtained via the femoral artery. The 80% stenosed, 3x30mm, concentric, de novo target lesion was located in the moderately tortuous, non-calcified distal right coronary artery (rca). A 2.50mm x 15mm maverick²¿ 2 mr balloon catheter was advanced for pre-dilatation; however, upon advancing, the shaft got broken. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. The hypotube, distal shaft, balloon, markerbands and tip were microscopically and tactile inspected. Inspection revealed a kink in the distal shaft located 25.5 cm from the tip of the device, and there was damage to the tip. Tip damage is consistent with the device being loaded onto a guide wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access site was obtained via the femoral artery. The 80% stenosed, 3x30mm, concentric, de novo target lesion was located in the moderately tortuous, non-calcified distal right coronary artery(rca). A 2.50mm x15mm maverick²¿ 2 mr balloon catheter was advanced for pre-dilatation; however, upon advancing, the shaft got broken. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.